Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead contains a suspected lead fracture. A lead integrity alert was triggered due to increased sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. The lead also exhibited increasing and high impedance and oversensing with noise. The proximal portion of the lead was cut, and remaining portion capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.